Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the pacemaker dependent patient presented for follow-up, phrenic nerve stimulation was observed which cannot be resolved by reprogramming. Lead was explanted and replaced. Patient was stable.